Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode while driving. The pt pulled over, called her son who called onstar on behalf of his mother. The fire dept's paramedics answered the call and they measured the pt's bg at 41 mg/dl while cgm was reading 123 mg/dl. Paramedics administered glucagon to pt. Pt states that she is unsure whether cgm alerted her of her dropping bg or not. During her call to dexcom technical support pt reports she was feeling good.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.